Event description:
During a routine explant of a catheter, as the surgeon tried to remove the catheter the device was stuck to the pt's tissue. When normal pressure was applied to remove the catheter, it broke into several pieces. An interventional radiologist was required to assist in the removal of the pieces.